Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 three absolute pro stents (8x100, 8x80, 8x60 mm) were implanted in the left proximal cephalic vein and two absolute pro stents (both 7x40 mm) were implanted in the left distal cephalic vein. Although the patient did not have symptoms, thrombosis was found in the arterio-venous fistula (avf), approximately four months post stent procedure. This avf has become blocked many times. Since the patient had a renal transplant, the fistula is no longer being used. There was also significant stenosis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed tga, additional information was received that all five of the index stents contained thrombus. The av fistula in the mid forearm was approximately 50 cm in length. The patient underwent the kidney transplant on (B)(6) 2024. Since the thrombus was identified in (B)(6) 2024, after the kidney transplant, no treatment was required for the fistula since the fistula was no longer being used for dialysis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effects of thrombosis and occlusion is listed in the absolute pro peripheral self-expanding stent system instructions for use as adverse events that may be associated with the use of a stent in peripheral arteries / or biliary tree. A conclusive cause for the reported thrombosis, occlusion and serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1 - first name, last name: updated from (B)(6).